Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle of the sensor was broken. The customer's blood glucose level was unknown. The customer reported that the needle did not stay in the body. The sensor will not be returned for analysis.